Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a consumer regarding a patient's implantable infusion pump system for intractable spasticity. It was reported on 2016-09-22 that the pump was explanted, but when they tried to explant the catheter due to an infection (refer to manufacturing report 701500080), it disintegrated/broke apart and they could not get all the pieces out. The patient's medications were unknown. The patient's status was unknown. No symptoms were reported.

Event description:
Refer to manufacturer's report 3004209178-2016-21471 for event pertaining to the infection. It was noted that the catheter had been in the patient for 14 years. It was indicated that they would have had to "open up" the patient "from front to back" to retrieve it all, which was too big of a risk for the patient per the healthcare professional (hcp). It was reported that the hcp stated they could not guarantee the infection would clear up because of the catheter piece that was left in the body and there was a risk of meningitis per the consumer. The consumer also stated that they told her that the patient would always be susceptible to infections for the rest of her life because of the event. The consumer also reported that a representative was there at the surgery, spoke with the patient, and knew what had taken place. However, it was reported by the representative that there was no one at the removal from the company present per surgeon request. The information above is conflicting. Additional information was received from a company representative on (B)(6) 2016. It was reported that there was nothing wrong with the pump or catheter. However, this information is conflicting with the information previously reported by the consumer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.